Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 231 mg/dl. The customer's expected fasting blood glucose test result range is 113 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 149 mg/dl using truemetrix air meter and 153 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/14/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 231 mg/dl. The customer's expected fasting blood glucose test result range is 113 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 149 mg/dl using truemetrix air meter and 153 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/14/2017 and open vial date is 11/21/2016. The meter memory was reviewed for previous test result history: the 178mg/dl (B)(6) 2017 07:39 am fasting:yes, the 147mg/dl (B)(6) 2017 07:39 am fasting:yes, the 137mg/dl (B)(6) 2017 03:32 am fasting:yes, the 140mg/dl (B)(6) 2017 04:46 am fasting:yes, the 152mg/dl (B)(6) 2017 07:43 am fasting:yes. Memory concerns: 231mg/dl.